Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals that resulted in pacing inhibition on the left ventricular (lv) lead channel. The lv lead is a non-boston scientific product. Additionally, the device exhibited jumpy impedances that remain within range. It was noted that the impedance has also been gradually rising. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noisy signals that resulted in pacing inhibition on the left ventricular (lv) lead channel. The lv lead is a non-boston scientific product. Additionally, the device exhibited jumpy impedances that remain within range. It was noted that the impedance has also been gradually rising. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the patient will be in-office for evaluation. No adverse patient effects were reported.